Event description:
It was reported that a malfunction occurred on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with the instruction to call back if the malfunction code reappeared.